Manufacturer narrative:
The device was not returned for evaluation and the metal fragment could not be linked to the device in question. A lot number for the product was requested but not provided by the reporter. An investigation into complaint history and ncr history for the product was performed, no negative quality trends were identified associated with this product. The alleged deficiency described could not be substantiated. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "the needle broke during use without the surgeon's knowledge and fragment was inadvertently left in the patient." Reporter also noted that the "patient underwent surgery performed by <> to remove the metal which turned out to be a portion of a meniscus repair needle. It was successfully extracted."